Event description:
It was reported that during device interrogation the electrogram (egm) for one of the atrial tachycardia/atrial fibrillation (at/af) episode is non-retrievable stating invalid. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product evaluation summary: the actual device was not returned. We did receive performance data from the device and have analyzedthe data. Save to disk (std) review diagnostic problem: programmer std data shows episode #7 detailed episode data is invalid on (B)(6) 2012. (B)(4).